Manufacturer narrative:
This report is submitted on june 05, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced extrusion of the electrode array into the external auditory canal (date not reported). The implanted device remains.